Event description:
A healthcare professional reported that they received a broken anchor on the upper arch. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025. The patient fractured 2 of his silent nites at the attachments where the elastics attach. The patient has had multiple silent nite appliances from glidewell since (B)(6) 2013. Since he has fractured so many appliances, he is receiving botox injections in the masseter bilaterally. The patient didn't suffer any harm/injury. The patient cleaned the device with cold water, a soft toothbrush with dawn soap, & retainer case.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, or broken connector. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).